Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s wake/sleep button was intermittently unresponsive during nighttime attempts to wake the ilet, though the button responded during a guided tap test and after a firmware update. Symptoms included no clinical effects. Outcomes included no impact to therapy, no alerts or alarms, and no medical intervention or hospitalization. Investigation included remote troubleshooting, user education, and a firmware update intended to address the wake button responsiveness. Investigation of this case revealed an intermittent wake/sleep button performance issue without reproducible failure during support, consistent with a potential user interface or hardware responsiveness concern localized to the button component. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending additional evidence such as user-provided video or device evaluation.